Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was admitted to the hospital on (B)(6) 2013 and was discharged on (B)(6) 2013 due to peritonitis. Upon follow up with the pdrn it was determined that the patient's effluent was cloudy on (B)(6) 2013. The results of the culture test were not available. The patient was prescribed ceftazidime 1g, which was given due to touch contamination. The patient was educated on proper use of the catheter. The patient is fine.